Manufacturer narrative:
Medtronic received the following information from a journal article entitled; the protagoras 2.0 study to identify sizing and planning predictors for optimal outcomes in abdominal chimney endovascular procedures fazzini s, martinelli o, torsello g, austermann m, pipitone d. M , . Torsello f. G , irace l, donas p. K european journal of vascular endovascular surgery 2021 https://doi.org/10.1016/j.ejvs.2020.11.019. If information is provided in the future, a supplemental report will be issued.

Event description:
One device combinations of endurant and non mdt balloon expandable covered stents were implanted in patients as part of chevar procedures on unknown dates. The following malfunctions were observed; type ia endoleak, migration, stent graft infolding the following adverse events were observed; rupture, aneurysm enlargement <(>&<)> re-intervention patient mortality was reported but there is no causal link that an endurant stent graft caused or contributed to any deaths.